Event description:
The customer reported that the unit powers on and off by itself. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.